Event description:
It was reported that the patient presented in clinic. Review of the transmission, revealed that the implantable cardioverter-defibrillator (ICD) was exhibiting post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.